Event description:
Event description guidant received information that this transvenous coronary sinus lead became fractured 25.7 months post implant. The physician elected to explant the lead, and implanted a similar lead without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.